Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. At the time contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Device manufacture date - correction.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.